Event description:
This was a lead extraction procedure to remove one non-functional cardiac lead. A 16f glidelight laser sheath was used on the 1571 riata rv pacing lead planned for extraction; however progression stalled so a 13f tightrail mechanical sheath was used to successfully remove the lead. It was noted after the extraction of the 1571 lead that the cs lead (4543) not planned for extraction, appeared odd. The physician pulled back on the cs lead and about 1/3 of the lead withdrew. The rest of the lead remained in the vessel. A snare was used to successfully extract the remaining portion of the lead. This report is being filed because a non-targeted lead was damaged and an intervention was required to snare the lead fragment. The patient experienced no ill-effects and was discharged per the operative plan.

Manufacturer narrative:
Placeholder.